Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a f/u report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity, a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Attorney reported that his client's valve was found to be defective as it would not program. As a result, the valve was revised.